Event description:
It was reported that the patient expired in 2008, after an implant duration of approximately 56 months due to congestive heart failure. Reportedly, the patient was examined for mitral stenosis and regurgitation in 2008. The device was not explanted and no autopsy was performed.

Manufacturer narrative:
Reportedly, the device was not explanted.